Event description:
It was reported that the piston on the pump would retract automatically without being prompted and stay in the "down" position, causing the customer to have to replace the cartridge pre-maturely. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.